Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: during investigation, the pump was returned with moisture in the battery compartment. All the keypad buttons responded properly. There was no physical damage on the keypad. The keypad was removed and there was no contamination or moisture found. A leak test failed due to a crack in the battery compartment. The pump was opened and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad buttons were over and under responsive to user presses. The customer alleged that the ok, up and down buttons were over and under responsive. The customer also alleged that there was moisture within the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.